Manufacturer narrative:
Continue of d10: concomitant product: product ID: tl40 sn: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to pyeloplasty procedure, there was a frozen image error which was not dismissible. The surgical site was not visible when the image frozen occurred. The issue did not resolve even after turning off and on the tl400. The tc304 and tl400 was turned off and back on to resolve the issue. The patient was not present in the operating room when the event occurred. The patient was in the anaesthetic room. There was a 5 minute delay.

Event description:
It was reported that prior to pyeloplasty procedure, there was a frozen image error which was not dismissible. The surgical site was not visible when the image frozen occurred. The issue did not resolve even after turning off and on the tl400. The tc304 and tl400 was turned off and back on to resolve the issue. The patient was not present in the operating room when the event occurred. The patient was in the anaesthetic room. There was a 5 minute delay. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex e, annex b, annex c, annex d and annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported tower 240v. Review of the field service notes indicates that all the connections were reseated on the back of the storz light system and the connections in the tower, making sure they were all fitted correctly. It was noticed that the connector on the storz scope had a loose connector, it was tightened and the light cable was attached. The storz image was working fine. It was tested multiple times and it did not give frozen image error on the screen. The customer was advised to make sure the connector is not loose when they are attaching the light cable. Also it was advised to make sure the connections are all secure when connecting scope. Also turn on the illumination as soon as the endoscope is connected, and make sure the illumination is on before inserting endoscope through the trocar, and do not turn off the illumination while the endoscope is inserted. The system passed all tests. Evaluation of the device data indicates that the system tower had experienced operating room team interface (orti) screen freeze tri ggering the error code ¿endoscope image change test ¿ inserted¿. Evaluation of the reported tower 240v confirmed the reported condition. The root cause of the observed damage was that it is likely that the tower 240v was not used as intended, which may have caused or contributed to the reported incident. The IFU (instructions for use) states: make sure endoscope and electrosurgery cables are fully and firmly connected, to avoid unexpected cable disconnection and resulting loss of visualization or ability to apply energy. Check to make sure the endoscope cables and karl storz system cables are properly connected to the karl storz components. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.